Event description:
It was reported to philips that the system gave an alert indicating the disk was full, which can impact imaging. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.